Manufacturer narrative:
H6: patient code: obstruction/occlusion removed.

Event description:
It was reported that embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman closure device was implanted. After the procedure, while being extubated, the patient vomited several times, possibly aspirating. The patient was taken to the recovery room and reported not feeling well. The patient was ambulated and after returning to bed, experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation was performed, and the patient was successfully revived. The patient was transferred to the intensive care unit but continued to worsen. That evening the patient was transported back to the catheterization laboratory and a complete heart catheterization was performed for visualization of the arteries and grafts. The physicians were planning to place a non-boston scientific (bsc) temporary ventricular support device; however, it was discovered that the watchman closure device had embolized into the aortic arch. A non-bsc grasping device was used to remove the watchman closure device. The patient's vital signs improved, however the patient died approximately five hours later.

Event description:
It was reported that embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman closure device was implanted. After the procedure, while being extubated, the patient vomited several times, possibly aspirating. The patient was taken to the recovery room and reported not feeling well. The patient was ambulated and after returning to bed, experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) and defibrillation was performed, and the patient was successfully revived. The patient was transferred to the intensive care unit but continued to worsen. That evening the patient was transported back to the catheterization laboratory and a complete heart catheterization was performed for visualization of the arteries and grafts. The physicians were planning to place a non-boston scientific (bsc) temporary ventricular support device; however, it was discovered that the watchman closure device had embolized into the aortic arch. A non-bsc grasping device was used to remove the watchman closure device. The patient's vital signs improved, however the patient died approximately five hours later.